Event description:
Z6ms: usacquisitionhw_40 error happens on all 3 ports. Additional information was provided and the exam was stopped and rescheduled. This occurred during a tee exam and additional anesthesia was used for the second procedure.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The reported system error was not reproduced during system testing but the factory leakage test failed at articulation sleeve hole. Thus, the root cause was determined as issue with articulation sleeve material causing the hole. When articulation cable is bent, liquid could infiltrate into articulation area which can cause leakage fail and electrical malfunction which leads to system error or image problem. As improvement action, the c-flex articulation sleeve material inspection & re-work process has been implemented since (B)(6) 2015, through eco#63156 starting with sn (B)(6) and new sleeve material change was implemented through eco#645675 & eco#645821 since (B)(6) 2016 starting with sn (B)(6). Reference# (B)(4).